Event description:
Report 2 of 3: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes have a cap color that is different/clearer than previous batches and is causing errors on automated instrument. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd received four photos for investigation. The evaluation of the photographs did not showcase any color variances in the caps. A visual evaluation of 100 retained samples from the implicated lot numbers did not indicate any variation or defects within the product. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5079211, for the indicated failure mode: incorrect color. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 3: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes have a cap color that is different/clearer than previous batches and is causing errors on automated instrument. There was no health impact or consequences reported.